Event description:
It was reported that during a lap lobectomy, the clip was not advanced into the jaws at the 1st firing. There was no unexpected resistance in grasping the trigger. There was no unexpected noise. After the event, the device was fired properly out of the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Bent advancer, device fired through lockout. The analysis results found that the el5ml device was noted to have the tip of the advancer bent. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Furthermore the wheel indicator was found overtraveled. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Due to the condition of the device, no functional testing could be performed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.